Event description:
Information was received indicating that a patient with a smiths medical portex® bivona® tracheostomy tube caused significant artifact on the magnetic resonance imaging (MRI) results. The patient was reported to need an MRI of their brain and brainstem. There were no reported adverse patient effects.